Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous coronary artery. A 3.00mmx32mm synergy drug-eluting stent was inserted into a y-connection along a guide wire. Mild resistance was encountered inside the guide catheter. As the physician attempted to deliver the stent, it was noted that the guide wire had moved back from the coronary artery. The stent on the guide wire was then removed from the patient and the guide wire was re-advanced into the coronary artery. The stent was attempted to be loaded onto the guide wire; however it was noted that the mid to distal part of the stent struts had already been stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the distal half of the stent damaged with struts distorted and stretched over the bumper tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous coronary artery. A 3.00mmx32mm synergy¿ drug-eluting stent was inserted into a y-connection along a guide wire. Mild resistance was encountered inside the guide catheter. As the physician attempted to deliver the stent, it was noted that the guide wire had moved back from the coronary artery. The stent on the guide wire was then removed from the patient and the guide wire was re-advanced into the coronary artery. The stent was attempted to be loaded onto the guide wire; however it was noted that the mid to distal part of the stent struts had already been stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.